Manufacturer narrative:
The o-ring, which seals the co2 canister to the breathing system, had dust from the sodasorb causing an incomplete seal. The incomplete seal caused the patient to rebreath co2. (B)(4).

Event description:
The hospital reported elevated co2 issue during cases. The patient impact is unknown.